Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test. This was noticed prior to patient use.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit had been destroyed at the healthcare facility. We are currently in the process of obtaining further information in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we have completed our analysis.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit had been destroyed at the healthcare facility. An attempt was made to obtain additional information regarding the reported complaint but no response was received. Without the complaint device or additional information, we are unable to establish the root cause of the reported fault. All breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. Our user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."